Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 8274605 and the review did not reveal any detected abnormalities during the production process that could have contributed to the reported incident. To further investigate this incident, one used sample was provided for evaluation by our quality team. Through examination of the sample, the safety device was observed semi-activated; however, no assembly issues or signs of damage were found. The safety device was re-activated, and it functioned without any issues. Based on the investigation results, a cause could not be determined for this incident. It is important to always refer to the instructions for use when using the saf-t-intima product. Based on the severity and frequency of this defect, further action has not been determined necessary at this time. Our quality team will continue to monitor the production process for signs of this defect and other emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in experienced a safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: on (B)(6) 2019, during usage, it's noticed that needle disengagement difficult/failure and result in re-venipuntrue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in experienced a safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: on (B)(6) 2019, during usage, it's noticed that needle disengagement difficult/failure and result in re-venipuntrue.